Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high outputs and was later confirmed to be dislodged. The lead was capped and was replaced. It was also reported that, one day post-implant, the ra lead implanted as the replacement also dislodged. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.